Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: follow-up call was made on 6/21/2017 in an effort to ensure the customer has resolved the original concern. Customer says meter has since been working as it should. No further assistance is needed. No symptoms or medical attention reported.

Event description:
Consumer reported complaint high blood glucose test results. The customer is concerned with the results obtained of 165mg/dl. The expected fasting blood glucose test result range is 75 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 316 and 386mg/dl using true track meter. The test strip lot manufacturer's expiration date is 04/27/2018 and open vial date is within the month of (B)(6) 2017. The meter memory was reviewed for previous test result history: the 384mg/dl (B)(6) 2017 01:34 pm fasting: no, the 144mg/dl (B)(6) 2017 09:20 am fasting: yes, the 165mg/dl (B)(6) 2017 12:00 am fasting: yes, the 232mg/dl (B)(6) 2017 10:44 pm fasting: no, the 127mg/dl (B)(6) 2017 06:33 pm fasting: yes. Customer called concerning high results. Customer tested this morning and received a result of 144mg/dl. Customer tested a few hours later and got a result of 384mg/dl. Customer says that he had cheerios with milk and coffee and says that his glucose levels should not be this high. Customer says his normal non-fasting glucose range is 75-210mg/dl and 75-150 fasting. After running back to back blood test, customer said that he will continue to use the meter since he just received this and consult with his physician regarding elevated glucose levels then follow up.